Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded end of the device is broken off, rendering the device inoperative. The broken piece was returned with the device. The device shows signs of extensive use. The clinical/medical evaluation concluded that per case details the broken pieces were retrieved from the patient and a backup device was used to complete the procedure. Based on the limited information provided the root cause for the breakage could not be concluded. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, during meta nail case, the threaded end of the cannulated impactor - short broke inside of patient, all pieces where recovered. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.